Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath packaging, the dilator was damaged with plastic on the tip noted. The device was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath packaging, the dilator was damaged with plastic on the tip noted. The device was replaced, and the procedure was completed successfully without patient complications. The sheath has been received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the dilator confirmed the distal tip to be damaged and based on the complaint summary, the damage on the dilator was noticed when the package was opened which indicates the dilator was likely in this condition from manufacturing. Based on all the available information, the cause of the reported dilator tip damage was likely due to a quality control deficiency in the supplier's manufacturing process.